Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.